Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted surgical procedure, the curved bipolar dissector instrument's coating was peeling off. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the black vinyl surface of the conductor wire was torn. No fragment dropped into the patient¿s body. The instrument has not been inserted into the patient's body because the damage was noticed during anesthesia preparation. No broken cable was noticed. The surface of the conductor wire is torn, and the silver internal core wire is slightly visible.

Manufacturer narrative:
The curved bipolar dissector instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis. The instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damage, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.